Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer complained of receiving excessive no delivery alarms on their insulin pump. The customer noticed some bent infusion set cannulas and the tubing was also bent. The customer was not using the serter device properly. His blood glucose level was 252 mg/dl. The product was not returned. No further information was provided.